Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1: 09/17/2015, device evaluation: the pump has been returned to animas and evaluated on 08/26/2015 with the following findings: the pump¿s black box showed evidence of multiple pump reboot events on 06/16/2015. The pump was exercised for 24 hours and the power complaint was not duplicated. Moisture was observed in the battery compartment. The battery compartment was cracked on the threads above and below the bumper pad. Unrelated to the initial allegation, the display screen was dim and discolored.